Manufacturer narrative:
Age at time of event 18 years or older. Device was evaluated by boston scientific. Analysis of returned product revealed a kink at the distal section caused by a bent and broken center support observed under x-ray. This was confirmed after dissection, the canter support was also fond to be protruding the shaft. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported that a blazer prime xp was used in an ablation procedure, it was noted during the procedure that the physician did not feel the tip of the catheter came into contact with tissue during energization. The catheter was removed and was noted to have the distal end twisted with a wire perforating the insolation proximal the first ring electrode. The catheter was replaced and the procedure was completed without patient complications.